Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer (fse) was dispatched on (B)(6) 2015. The fse found that the unit did not have any pressure at all, even when swithcing between buffers. The fse found blockage in stator face and rotor seal and replaced both. Pressure came back to normal and the fse primed all buffers and perfromed drain flush. Contols were run with all good results.the g8 was working as intended. No further action required by fse. The probable cause of the event was a clogged stator face/ rotor seal.

Event description:
On (B)(6) 2015 a customer reported low pressure with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.